Event description:
It was reported that during a surgical procedure at the user facility, the device caused an overheating error to be displayed on the console. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility, the device caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
During testing at the manufacturer facility, the device was found to be overheating. The rotor and the motor were found to be damaged. The damage of the rotor is a probable cause of the overheating, and the damage in the motor is a probable cause of the reported bias current error.